Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. The customer's blood glucose was 107 mg/dl. Customer stated their temp basal was programmed before the alarm occurred. Customer was advised to reprogram their temp basal if necessary. Customer also reported a software error alarm had occurred. The customer stated the alarm did not occur during priming or during a bolus delivery. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed constant software error after the battery was installed due to a software error. Unexpected restart alarm was not verified due to software error alarms. No cosmetic damage was noted.